Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated for the past 3 days they had their stimulation turned off because they had somehow switched from group a to group b and it wasn't helping them. Pt commented they hardly got any sleep the night before. The pt spoke to manufacturing representative (rep) who walked them through changing back to group a. Agent documented information given. The issue was not resolved.